Manufacturer narrative:
Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, missing reservoir tube o-ring, and completely broken off reservoir tube lip. The reservoir tube lip completely broken off and test reservoir will not lock/click in place. Insulin pump passed idle current test, run current test, self-test, off no power test, unexpected restart error test, prime/compromised force sensor system test, excessive no delivery test, displacement test, and rewind test. Unable to perform basic occlusion test and occlusion test due to completely broken off reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was damaged. The reservoir compartment was cracked. The reservoir sometimes fell out. Customer's blood glucose level was 312 mg/dl. The reservoir lip was missing. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.